Event description:
It was reported that there was a telemetry failure. The radio frequency (rf head) was exchanged and returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the telemetry failure was caused by the cable being out of electrical specification. As a result the cable was replaced. It was also noted that the label was missing.